Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reports that the plate and the screws had been implanted for two years from an unknown date in (B)(6) 2012. During the implant removal, the screw head of three screws were broken. Therefore these screws were remained in the patient bone. There was no report of a thirty minute surgical delay. This report is for 3 of 5 complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient age reported as being (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.